Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that on (B)(6) 2017 the patient underwent a revision of the mesh. The surgeon noted "extensive abdominal adhesions with liver capsule and the greater omentum completely attached to the previous mesh placement." It was reported that the patient continues to experience pain, nausea, diarrhea, chills, recurrent hernias, sleeplessness, loss of energy, inflammation, loss of appetite and weight loss. No additional information was provided.